Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the leadless implantable pulse generator (ipg), the delivery system would not maintain the flush. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The lumen of the delivery system was damaged. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The delivery system was able to flush without restrictions or leaks. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the leadless implantable pulse generator (ipg), the delivery system would not maintain the flush. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.